Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the connector p9&j9 clip had broken of which did not allow the connection to stay in place. Fse has completed the replacement on the remote arm controller boards (rac) and left master tool manipulator (mtm) on the system which resolved the issue. The system was tested and verified as ready for use. System logs showed communication errors pointing to the left mtm rac (rac1) reporting that the wheel hit a maximum number. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using a dual surgeon console (ssc) setup, the customer observed a non-recoverable error fault during system startup. The customer clarified that at the time of the issue, they first contacted the technical service engineer (tse) and they were advised to disconnect ssc1. Customer was further advised by the tse to continue the planned procedure using ssc2 (or a single ssc setup). The customer brought the patient into the operating room (or), placed the surgical ports, and proceeded with the planned procedure using a single ssc setup. The customer further reported that during the procedure, the issue recurred, and the procedure was aborted. The surgery was rescheduled.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was received and failure analysis was performed. Failure analysis found an error indicating a hardware communication fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found. The mtm was installed onto a test platform where sine cycle was found to be failing on the axis 1. The embedded serializer in master base (esmb) and main wire harness, and black and white flat flex cables (ffc) were tested and was verified to be the source of the fault. The remote arm controller (rac) assembly has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
Device evaluation: the remote arm controller (rac) was analyzed and found to have errors in the logs. No issues were found based on a visual inspection of the rac. The unit was installed onto a test system where an error was triggered, indicating a fault on the rac. However, after testing cycles were completed, a review of the system error logs identified no errors.

Event description:
Refer to h11 for follow-up information.